Event description:
It was reported that during am afib procedure, all the channels, including the 12 leads of bs and all ic (intracardial) recordings was distorted and noisy. The noise occurred on both carto and the recording system at the same time. The noise appeared when the ez steer thermocool sf nav was connected. The catheter was exchanged and the case was completed without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during am afib procedure, all the channels, including the 12 leads of bs and all ic (intracardial) recordings was distorted and noisy. The noise occurred on both carto and the recording system at the same time. The noise appeared when the ez steer thermocool sf nav was connected. Upon receipt, the device was visually inspected and it was found in normal conditions. Then per the event, the catheter was electrically tested and it passed specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.